Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported in a journal article that post tha, one patient out of 57 (2%) experienced dislocation in the early post-operative period following a fall and was treated with closed reduction without recurrence. No patient has undergone re-operation or revision surgery since the last follow-up made. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Journal article: eichler, d., barry, j., lavigne, m., massé, v., vendittoli, p.-a. (2020). No radiological and biological sign of trunnionosis with large diameter head ceramic bearing total hip arthroplasty after 5 years. Orthopaedics & traumatology: surgery & research (otsr). 2020 apr 7;107(1). Large diameter ceramic femoral heads in combination with a maxera cup and ceramic liner were observed in this journal article. The maxera cup is paired with biolox delta (36mm and 40mm, without ti adaptor sleeve) and biolox option (44mm and 48mm with a ti adaptor sleeve). The mean acetabular component size for all 57 patients is 54.4, corresponding to a pairing with a mean ldh of size ~44mm. Within the journal article it is stated that radiographic analysis revealed no femoral or acetabular radiolucency and no implant loosening signs. Patient data: a total of 57 patients took part in this clinical study with a mean age of 54.7 and a mean bmi of 26.8. Product evaluation: all the products remain implanted since the last follow-up made. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion: it was reported in a journal article [1] that post tha, one patient out of 57 (2%) experienced dislocation in the early post-operative period following a fall and was treated with closed reduction without recurrence. No patient has undergone re-operation or revision surgery since the last follow-up made. The investigation did not identify a nonconformance or a complaint out of box (coob). Within the journal article it is stated that radiographic analysis revealed no femoral or acetabular radiolucency and no implant loosening signs. No further medical documents related to this complaint were received. Possible contributing factors for a dislocation are multifactorial and could include surgical approach, head offset choice, inadequate assembling procedure, high patient acitivity, inadequate information during patients counseling by surgeon leading to premature failure caused by patient behaviour, patient disregarding the limits of the device or joint laxity. However, based on the available information these factors cannot be further evaluated. It is reported that the patient experienced dislocation in the early post-operative period following a fall. Due to the lack of information it remains unknown if and to what extend the fall contributed to the dislocation. The patient underwent a closed reduction and did not require any further medical or surgical intervention since the last follow-up. Therefore, it could be assumed that the implants are functioning as intended. In conclusion, based on the given information and the results of the investigation, the most likely root cause for the event of dislocation is the fall event which the patient sustained. [1] eichler, d., barry, j., lavigne, m., massé, v., vendittoli, p.-a. (2020). No radiological and biological sign of trunnionosis with large diameter head ceramic bearing total hip arthroplasty after 5 years. Orthopaedics & traumatology: surgery & research (otsr). 2020 apr 7;107(1). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: maxera cup hip impl war gen; item#: unknown; lot#: unknown. Maxera liner hip impl war gen; item#: unknown; lot#: unknown. Therapy date: unknown. The manufacturer received other source documents and these will be reviewed as part of the ongoing investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side. Post surgery, the patient experienced dislocation after a fall which was treated by closed reduction. The reported event was identified during the review of a journal article.